Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the ez carb and ez bg was not flagged in the bolus history and that the issue is intermittent. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, the pump powered on to the verify screen with no issues. The rewind, load, and prime steps were performed successfully. The boluses were executed successfully. The boluses were correctly recorded in the bolus history. The complaint was unable to be duplicated during the investigation.